Event description:
It was reported that balloon rupture occurred. A 10/2.50 flextome¿ cutting balloon¿ catheter was used to treat the target lesion. During first inflation at 6 atmosphere, the balloon ruptured. The device was removed completely. The procedure was completed with another of same device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).